Event description:
A report was received that the patient will undergo a lead revision. The reason for the revision is unknown at this time.

Event description:
A report was received that the patient will undergo a lead revision. The reason for the revision is unknown at this time.

Manufacturer narrative:
Additional information was received that the patient's paddle lead was repositioned due to lead migration. The patient had been experiencing stimulation in the upper abdominal area and is reportedly doing well following the procedure.